Event description:
The catheter was inserted into the pt without difficulty. Tegaderm was placed over the catheter tubing and no dressing was placed over the hub of the unit. The catheter was found broken and the remaining catheter was removed without incident. A peripheral IV was used to finish antibiotic therapy.

Manufacturer narrative:
The sample has been received for analysis and is currently being decontaminated. A supplemental report will be submitted upon completion of the investigation.